Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo and the hemostatic valve was noted to be defective on all three vizigo sheaths. Air was drawn into the sheath. It was noted after one hour of insertion into the cardiac cavity. The catheter was replaced and the same issue occurred. It was replaced once again, and the same issue occurred on the third vizigo. It was then replaced with a sl0 sheath, and mapping was performed. The procedure was completed. No adverse patient consequence was reported. Additional information was received which indicated that the events occurred one hour after insertion into the cardiac cavity (first one: 17279784), 20 minutes later (second one: 17279784), and 20 minutes later (60000607). No medical intervention was required.